Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 220 mg/dl at time of incident. The customer's current blood glucose is 600+ mg/dl. The customer treated with manual injections. The customer was admitted to the emergency room for high readings. The customer was released after a day. The customer reported the drive support cap to appear normal. The insulin pump will not be returned for analysis.